Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen cr femoral component precoat cat#: 00597001501, lot#: 69533900, articular surface size green regular constraint 17 mm height cat#: 00597004017, lot#: 69112300, all poly patella size 29 mm dia. Standard 8.0 mm thickness cat#: 00597206529, lot#: 69785300. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01267, 0002648920 - 2018 - 00191. Product has been discarded.

Event description:
It was reported that the patient was revised eighteen years after initial left knee arthroplasty due to pain and evidence of distal femoral and proximal tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further noted through patient's operative reports that the patient developed increasing left knee pain approximately seventeen years post-initial implantation. The patient tried using a walker for ambulation, over-the-counter medication, and a brace to help control the pain without success. Patient was also noted to have moderate effusion, mild quadriceps atrophy, edema, and mild hamstring atrophy approximately one month prior to the revision procedure.